Manufacturer narrative:
The customer reported that the central nurse's station (cns) would not bootup after a generator test. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed and there was a dark screen when the device attempted to boot up. The device booted up when hdd1 was removed. Scandisk was run on hdd0 and rebuild hdd1. The device was tested per the operator's / service manual. The device completed 120 hours of extended testing and operates to manufacturer's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) would not bootup after a generator test.